Manufacturer narrative:
Device records review: review of the device history record for the returned unit confirmed that it met all required quality inspection criteria prior to release. Device evaluation: visual inspection of the screw revealed it was broken. Dimensional testing was performed and was found to be within specifications. The maximum patient weight for a 10mm nail diameter is 150lbs/69kg which is stated in the instructions for use on page 2. The patient¿s weight was (B)(6) which exceeds the maximum weight of 150lbs/69kg. The cause of the event is attributed to an incorrect nail size being used for the patient. See also report: 3006179046-2021-00104.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2020 due to a broken screw. It was reported that lengthening was completed and no problems occurred during or after lengthening; however, a delay in bone union occurred. The screw was replaced with no further patient impact reported. Report 2 of 2.